Manufacturer narrative:
There was no reported device issue. Based on the report, the event was due to the hospital mishap after the implant procedure was completed. The device was not explanted.

Event description:
It was reported to nevro that at the end of the implant procedure, while the patient was being prepared for transport out of the operating room, a hospital staff had inadvertently pressed a button which resulted in the patient being dropped off the operating table. The patient suffered concussion and speech issues following the event. The patient is being monitored by a neurologist for the after effects from the drop. Follow up report indicated that the patient is receiving effective pain relief from hf10 therapy.